Event description:
The respiratory therapist (rt) installed the inline suction after the patient had been on the vent for a couple hours, before installing the rt was averaging good returned tidal volumes with minimal pt leak, around 0-1%. After installing the inline suction the returned tidal volumes decreased by almost half and there was about 70-75% pt leak. The sleeve that sits over the suction catheter was inflated (it's usually deflated) and the rt figured that this was the most likely cause of the leak, so the rt removed the inline suction and the volumes returned to normal and there was minimal pt leak.